Manufacturer narrative:
Section a4: unknown, information not provided. Section b3: date of event: unknown, not provided. Best estimate of date of event is between mar. 4, 2024 and apr 29, 2024. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that non preloaded toric ii intraocular lens (iol) was explanted from the patient's right eye (od). It was noted that there was no product issue. However, it was learnt that the lens was replaced with non johnson and johnson light adjustable lenses per patient's request. The patient is doing well. There was no patient injury. Patient is not experiencing any issues at this time. No other information is available.

Manufacturer narrative:
Corrected data: in review it was noted that in the initial report submitted, patient age and date of birth, gender, cisgender, implant and explant dates, were provided incorrectly. Therefore, it has been corrected in this supplemental report. The following fields are updated accordingly. Section a2: age and date of birth: 60 yrs. Old and (B)(6) 1964. Section a3: gender: female. Section a3: sex: cisgender: woman/girl. Section d6a: if implanted, give date: (B)(6) 2023. Section d6b: if explanted, give date: (B)(6) 2024. Additional information: new information received that there was no other adverse events. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.